Event description:
I had the essure coils place (B)(6) 2012. I wanted a birth control method that was permanent, inexpensive, with a fast healing time. Initial cramping and spotting at first is to be expected. I have felt pain ever since. I had sever pain and nausea and my appendix was removed (B)(6) 2012. I was told that my gall bladder should removed sometime, I have not had this completed yet. Due to poor insurance coverage and finances. I had very severe cramping. My "periods" last for months. I have been prescribed hormones to balance mine since they have become very abnormal. Was getting depressed and crying easily. Sex hurts and sex drive is gone. I am (B)(6) and thin build yet I have gained weight and have a protruding belly that I never have had before. Sudden movements causes a sharp shooting pain from the lower quadrant of my midsection just inside my hip bones. The pain radiates into my legs. It can be bilateral or isolated to right or left side. I have transient pain in my lower back also. I am now on hormone replacement therapy given by a naturopathic doctor which is very expensive. My doctor has requested I try the hrt prior to hysterectomy to level out hormones and then deal with the pain by removal. I don't want to have a hysterectomy at (B)(6) but so far that will be the only way to deal with severe pain. (B)(4).